Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device received for product evaluation. All the components of the device were returned including the tray and header bag. The carrier tube was returned in the sealed polyfoil pouch. Visual inspection revealed that there were no damages or deformations on the locator or the sheath. Then the components were subjected to microscopic analysis and no damage was observed on the tip of either parts. No other visual anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. It is likely that the monofold feature was mistook as a deformity. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient was reported to be (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2020-00515.

Event description:
The user facility reported that the involved angio-seal device was introduced a little in the patient; however, the doctor met resistance and removed it. They opened another angio-seal device; however, the tip was squashed. There was no patient harm. Additional information was received on 06aug2020. The type of procedure being performed was an actp. A 6fr procedure sheath was used. A pre-deployment angiogram was performed. Manual pressure was applied to achieve hemostasis. The distal tip was squashed. The procedure was successful. The patient's condition was stable.